Event description:
The user experienced an imprecision issue for calcium and provided four pt examples. All results are in mg per dl. For sample 1, they received a result of 8.7 and per orders, the pt was drawn 5 hours later with a result of 5.4. The second sample was repeated and they received a result of 8.2 or 8.3. The user wasn't exactly sure of the result. Sample 2 initial result was 3.9, repeat result in 2009 was 9.0. Sample 3 initial result was 5.4, repeat result the same day, was 7.0. The discrepant results were reported for these samples only. The user stated the physician caught the errors and asked for repeats. Sample 4 initial result was 5.6, repeat result the same day was 9.2. The discrepant result for this sample was not reported. No pts were adversely affected.

Manufacturer narrative:
The field service rep determined there were low rinse station water levels on nozzles #2 and #6 and replaced the tubing for the rinse station nozzles. He noted the water levels were at the correct level during the mechanism check, and the calcium qc was within specification.